Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM) regarding the close case report. Please see the updates in sections: g4, g7, h2 and h10. The OEM reported that the summary of the investigation findings are as follows: -the yeast species identified was trichosporon inkin, which exists around hair roots but is not part of intestinal flora. -based on the external expert¿s opinion it is likely that the contamination is likely to be environmental in origin. -ict of the site has agreed with olympus¿s conclusion. -inappropriate ppe use was observed during the sampling review. -this scope was used 4 times after this case and no high concern organisms were subsequently detected from this scope. This suggests that the contamination was not caused by a scope issue the exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to following: -probably contamination from staff during the sampling procedure due to the low number of colonies and unique

Manufacturer narrative:
The scope has not been returned to olympus for evaluation. As part of our investigation, a review of the device service history was performed and found that the scope was last serviced on november 17, 2017. If the device becomes available for evaluation at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that the duodenovideoscope culture tested positive for a high concern microorganism (yeast) based on the pms study that was conducted at the user facility. There was no patient involvement with the scope.

Manufacturer narrative:
This supplemental report is being submitted to report the additional information from the original equipment manufacturer (OEM). Please the updates in sections: g4, g7, h2, h6 and h10. According to the report, a root cause of this case is following: ¿it was not possible to conduct the reprocessing procedure review at this site, which is required for a comprehensive root cause analysis. ¿although the reprocessing procedure review was not conducted, insufficient reprocessing due to improper reprocessing procedure and/or improper sampling are probable causes.

Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the received device by using an olympus boroscope to inspect the channels. The instrument channel was inspected and a red stain was noted inside the channel from the bending section side. The channel was further inspected and found kinks inside the channel from the bending section side. The suction channel was inspected with no kinks, stains, or foreign material/discoloration noted. The image was checked and noted the image is normal. The scope passed the leak test. The scope was purchased on november 19, 2012 and was last returned for service was november 17, 2017.